Event description:
A malfunction was reported with a code displayed as malf 12. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), and there was no adverse impact reported. The customer received instructions and assistance from technical support to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.